Event description:
The lesion treated is a calcified shunt with aneurysm. After multiple inflations during manipulation of the angiosculpt catheter inside the body, some resistance was met, thus the physician attempted to withdraw the catheter. Upon withdrawal, the catheter got stuck with the sheath but was managed to be withdrawn without any problems. The sheath removed outside the body was found to be turned inward at the tip. A 6.0 x 20 mm non complaint balloon was alternatively used and the procedure was completed. The sheath was collected along with the catheter. The physician left a comment that because the balloon was inflated multiple times, the scoring elements might have deformed. The device will be returned along with the sheath for investigation.

Manufacturer narrative:
The angiosculpt device got stuck on the medikit introducer sheath. The device and sheath were removed. The physician inserted a new sheath and used a non compliant balloon to complete the procedure. This resulted in prolongation of the case. No clinical injury was reported by the physician. The angiosculpt device has not been received for evaluation as stated on the complaint form, thus unable to evaluate device.